Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: during testing, the battery compartment was observed to be cracked. The display was dim and discolored. The returned battery cap had stripped threads and was unable to secure on to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, a display issue, and damage to the battery cap. This report is made based on results of investigation completed on 06/02/2016.